Event description:
The customer reported the sys had an intermittent loss of image on the screen during x-rays with camera ccd error 25. An "error 25" will likely lock the system up rendering it unable to make fluoroscopic x-rays. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The connectors were reseated and the camera connection was repaired during the svc call. The sys was tested and found to be working as intended and put back into svc.